Event description:
The customer reported, the c-arm will not intermittently go down. No pt injury.

Manufacturer narrative:
The service rep replaced the 24v power supply and the system test was normal.